Event description:
It was reported that the patient was having pain at the implantable neurostimulator (ins) site. There was no alleged product issue. The patient called the healthcare provider (hcp) to schedule a revision. There would be a possible lead revision due to inadequate pain relief. Surgery was scheduled for (B)(6) 2015. The revision was scheduled and diagnostic testing or troubleshooting was not performed but would be in the future. The patient status at the time of the report was alive no injury. There were patient symptoms associated with the event which included pain and less than 50 percent therapy relief at the device pocket. The case was rescheduled for (B)(6). It was later reported that they were rescheduling again. The manufacturerrepresentative (rep) didn¿t have a date yet. It should be sometime in april. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(4) 2014. Product type lead. Product ID: 97740, serial# (B)(4) implanted: explanted: product type: programmer, patient. Product ID: 39565-65, serial# (B)(4) implanted: 2014,product type lead (B)(4).

Event description:
Additional information received reported that the patient's insurance denied any further surgery so at this time, the revision was cancelled.